Event description:
Information received by medtronic indicated that the insulin pump was possibly under delivering as insulin pump was not giving microbolus. Customer stated that they experienced high blood glucose. Customer blood glucose was 276 mg/dl. Customer experienced symptoms such as nausea and difficulty in breathing due to high blood glucose. Customer treated high blood glucose with manual injection. No further patient complications were reported. The customer will discontinue use of the device.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.